Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-02523. It was reported that due to high impedances the patient was unable to enter MRI mode. As a result surgical intervention was undertaken wherein the patient's leads were explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.